Event description:
User received erroneous ise results for four pt samples. Only the sodium results are considered discrepant. All results are in mmol per l. Sample 1: initial result was 129, repeat result was 136. The user states the pts were not adversely affected that she is aware of and states she is not able to find out this info.

Event description:
User received erroneous ise results for four pt samples. Only the sodium results are considered discrepant. All results are in mmol per l. Sample 2: initial result was 129, repeat result was 138. The user states the pts were not adversely affected that she is aware of and states she is not able to find out this info.

Event description:
User received erroneous ise results for four pt samples. Only the sodium results are considered discrepant. All results are in mmol per l. Sample 4: initial result was 128, repeat result was 137. The initial results were reported. The user states the pts were not adversely affected that she is aware of and states she is not able to find out this info.

Event description:
User received erroneous ise results for four pt samples. Only the sodium results are considered discrepant. All results are in mmol per l. Sample 3: initial result was 121, repeat result was 129. The user states the pts were not adversely affected that she is aware of and states she is not able to find out this info.

Manufacturer narrative:
The field service rep determined the cause to be contamination of the ise tubing. He cleaned all the ise tubing pathways and pipettors. He also replaced all the ise reagents, ise tubing and ise sipper nozzle. Ise checks, calibration, qc and pt comparisons were performed to verify the performance of the analyzer.

Manufacturer narrative:
The field service rep determined the cause to be contamination of the ise tubing. He cleaned all the ise tubing pathways and pipettors. He also replaced all the ise reagents, ise tubing and ise sipper nozzle. Ise checks, calibration, qc and pt comparisons were performed to verify the performance of the analyzer.

Manufacturer narrative:
The field service rep determined the cause to be contamination of the ise tubing. He cleaned all the ise tubing pathways and pipettors. He also replaced all the ise reagents, ise tubing and ise sipper nozzle. Ise checks, calibration, qc and pt comparisons were performed to verify the performance of the analyzer.

Manufacturer narrative:
The field service rep determined the cause to be contamination of the ise tubing. He cleaned all the ise tubing pathways and pipettors. He also replaced all the ise reagents, ise tubing and ise sipper nozzle. Ise checks, calibration, qc and pt comparisons were performed to verify the performance of the analyzer.